Event description:
Illness began 2/94 (low grade fever, extreme fatigue, persistent cough). Dr visits and diagnostic tests 2/21/94 - 9/13/94. Rupture of silicone breast implant (right) discovered by dr 9/2/94 and 1/23/95. Surgery and hospitalization 9/20/94 - 9/30/94. Diagnosis hodgkins disease. Chemotherapy 10/6/94 present. Add'l diagnostic tests 1/23/95 - present.